Manufacturer narrative:
The ICD first underwent a status interrogation, and the device memory was inspected. The device status was eri, 13 charge processes had been documented. In a next step, the ICD underwent an electrical analysis. The current uptake of the device was examined, which proved to be unremarkable. Next, the charge drawn from the battery was checked. The check indicated an unexpected discharge of the battery. The device was then opened, and the internal structure was examined. No visual anomalies were detected. The current uptake of the electronic module was measured directly and showed an increased power consumption. Further electrical analysis showed a damaged low-voltage capacitor, which then led to an increased power consumption and thus to the clinical observation. The capacitor was removed from the electronic module, and the current uptake here proved to be as expected. There were no other causes for the increased current uptake than the damaged capacitor. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. In summary, the clinical observation resulted from an increased current uptake, which had been caused by a damaged capacitor. The production documentation for this ICD proved to be unremarkable. It can therefore be assumed that the damage only occurred after the product was shipped. A precise time of the damage can, however, not be determined based on the available information. Based on the analysis and the device data, it can be assumed that the device was completely capable to provide therapies during the entire implantation time.

Event description:
Ous MDR - it was reported that 36 months after the implant battery depletion was noted. Oversensing on the left channel was seen telemetrically. The identity of the lv lead is not known at the time. This device has been returned for analysis.